Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; visual analysis revealed the lead was stretched. The distal conductor was obstructed due to the stylet being stuck in the lumen and visual analysis also noted the lead was damaged at implant. The helix function could not be tested due to the stuck stylet and stretching/damage. (B)(4).

Event description:
It was reported that during an implant procedure, the patient's tricuspid valve regurgitation made placing the right ventricular lead difficult. Low r waves were measured and the helix was extended and retracted multiple times. Upon inspection of the lead, the physician felt the helix was no longer extending and retracting. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.